Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was delay in bringing down temperature in an arctic sun device.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller. During evaluation, it was confirmed that the chiller was not performing to specification. Chiller was replaced. A DHR is not required as the device has undergone previous servicing and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was delay in bringing down temperature in an arctic sun device. As per follow up information received on 12dec2023. The device is now at crawley. Unsure at present as device is awaiting repair. Patient moved onto another device. I was called by the customer as the arctic sun device was showing a different core temperature than the unit monitor ¿ a lower temp therefore was not bringing patients temperature down. They was wondering if the arctic sun device was not reading the temperature correctly. Therefore they got another arctic sun device to check which read the same as the unit "monitor" so patient swapped onto another arctic sun device- device has come back to tech to see if it is reading temperatures correctly.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed chiller. During evaluation, it was confirmed that the chiller was not performing to specification. Chiller was replaced. A DHR is not required as the device has undergone previous servicing and therefore the reported event is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that there was delay in bringing down temperature in an arctic sun device. As per follow up information received on 12dec2023. The device is now at crawley. Unsure at present as device is awaiting repair. Patient moved onto another device. I was called by the customer as the arctic sun device was showing a different core temperature than the unit monitor ¿ a lower temp therefore was not bringing patients temperature down. They was wondering if the arctic sun device was not reading the temperature correctly. Therefore, they got another arctic sun device to check which read the same as the unit monito so patient swapped onto another arctic sun device- device has come back to tech to see if it is reading temperatures correctly.